Manufacturer narrative:
Based on the provided data, a general reagent problem was excluded because calibration and quality control data were acceptable. The investigation determined the event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable creatinine jaffé gen. 2 results from the cobas integra 400 plus analyzer. The initial result was 1.69 mg/dl. As this result was higher than expected, the sample was repeated with a result of 0.71 mg/dl. The repeat result was believed correct.

Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). A general reagent problem could be ruled out because calibration and quality control were acceptable. The investigation is ongoing.